Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device has a bubbled and unattached downstream occlusion (dso) seal. Per reporter, the device also has debris under the screen, and the serial number is fading. The issue was discovered during testing. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection noted the unattached downstream occlusion (dso) seal. Functional testing was able to verify the reported problem. It was determined that the dso seal was the root cause and was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.